Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was revised to accommodate lead adjustment since leads have migrated. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.